Manufacturer narrative:
A ge rep evaluated the system and replaced the hand switch and foot switch and foot switch. The system operates as intended.

Event description:
The customer reported the system would not produce x-ray or images. No pt injury was reported.